Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an air bubble in reservoir while troubleshooting for no delivery alarm. Customer's blood glucose was 155 mg/dl. Customer was also not able to get insulin into reservoir due to transfer guard still being attached. Customer declined troubleshooting for air bubbles due to reservoir being replaced.